Manufacturer narrative:
Analysis found unit with a cracked end cap. Unable to verify the compromised force sensor system alarm and perform prime test due to cracked end cap. Also, unit received with display window missing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.